Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-04495. The patient received two model 3163 leads from lot 2884724 and two from lot 3139141. It was reported the patient underwent a peripheral (off label) lead replacement procedure. Reportedly, the patient's pain was no longer being effectively relieved by the pns stimulation. During the procedure the physician explanted and replaced three of the patient's leads. The remaining implanted lead was repositioned. In addition, one of the explanted leads appeared to have a fracture. The patient reported receiving effective stimulation coverage following the procedure.